Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 45 mg/dl while wearing the pod. The patient reports feeling dizzy and falling down. The patient reports they had consumed grape juice as well as honey and sugar. The patient reports they do not remember what treatment was provided at the hospital. The patient was at the hospital for 1 hour.